Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as a touch contamination. The day after onset; the patient was hospitalized for the peritonitis event. On unreported date(s); the patient was treated with unspecified antibiotic(s) (medication, dosage, route, frequency, and duration not reported). Two days after the hospitalization started; the patient was discharged from the hospital. It was reported that the patient was recovered from the peritonitis event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.